Manufacturer narrative:
Investigation results: visual investigation: product received without original packaging. The light cable was broken.the investigation was carried out by the manufacturer schoelly. The technical analysis detect: cable (lichtsource direction). Residues and damages on the fibers with visible traces for those cause. Cable (optic direction). The cable is completely torn. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. There are no other complaints about op914r with this error pattern in the system. The review of risk assessment revealed that the overall risk level (severity 3(5) x probability 1(5) of occurrence) according to din en iso 14971 is still acceptable. Explanation and rationale: the technical analysis can confirm a defect on the cable but not due melting, the defect must been caused by influence of force/ improber handling by the customer. The device is outside the warranty period. Conclusion and measures / preventive measures: based upon the investigation results a the root cause is most probably usage related. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with op914 - fiber optic light cable 4.8mm 3.5m long. According to the complaint description, the surgeon, who performed the surgery of umbilical hernioplasty, with the aesculap tower, felt the end of the light source cable extremely hot. The cable melted, according to the attached photos. Faced with this event, the surgery had to be temporarily interrupted, for the removal of the video tower, and replacement with another tower non-aesculap, causing delay in the surgery, but without harm to the patient. This malfunction prolonged the surgery. Additional information was not provided. The malfunction is filed under aag reference (B)(4).